Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three days post a stent placement in the moderately calcified right superficial femoral artery via the left femoral artery, the patient allegedly experienced pain in the right calf. It was further reported that an angiogram of the right lower limb had allegedly revealed a broken stent. Reportedly, the patient was diagnosed with thrombus which was caused by the broken stent was removed via the suction, and a new stent was implanted. The current status of the patient is unknown.

Event description:
It was reported that approximately three days post a stent placement in the moderately calcified right superficial femoral artery via the left femoral artery, the patient allegedly experienced pain in the right calf. It was further reported that an angiogram of the right lower limb had allegedly revealed a broken stent. Reportedly, the patient was diagnosed with thrombus which was caused by the broken stent was removed via the suction, and a new stent was implanted. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray image demonstrates two overlapping stents inside vessel, and an hour glass like deformation of the distal stent directly distal to the overlapping zone which confirms stent twisting. A stent fracture could not be identified. The vessel was moderately calcified but not tortuous, the lesion was pre but not post dilated; the stent could be deployed normally and smoothly, torque was neither exerted nor felt on the system; the system was correctly held at the stability sheath and stent strut irregularity could not be identified after placement. System compatible 6f introducer with 0.035" guidewire were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'remove slack from the delivery system catheter held outside the patient' and 'firmly hold the black system stability sheath throughout deployment'. Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques' and 'post stent expansion with a pta catheter is recommended'. Regarding access/accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiration date: 09/2025), g3, h6 (patient, device, component) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.